Manufacturer narrative:
Findings: unit received with peeling keypad overlay. Unit received with cracked case at display window corners and reservoir tube. Unit received with severely scratched lcd window.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 87 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.